Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged and a partially formed staple. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 30 staples left in the cartridge indicating that at least 5 staples were fired by the end user. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form but was unable other remarks: to release from the device. It could not be determined what prevented the first two staples from releasing. No other issues were found with the device. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples deformed and misaligned" was confirmed based upon the sample received. The returned stapler was able to properly form all remaining staples in the cover block. However, the first two staples were unable to release from the device. It could not be determined what prevented the staples from releasing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
With the staples deformed and misaligned in the stapler, they did not come out from the stapler. Therefore, a new unit was used instead. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot #73c1600282 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
With the staples deformed and misaligned in the stapler, they did not come out from the stapler. Therefore, a new unit was used instead. There was no patient injury.